Manufacturer narrative:
Our install team performed an investigation onsite and found that the 6" bracket spacer pieces that should be installed between the set screws are missing. This incident could not occur with the spacers in place. We reviewed our install records and confirmed that this step was documented as being completed. The system was installed in an unfinished room (room #5029) during construction. After construction was completed, the facility reached out asking if the system could be re-installed to be lowered by ½ inch because the ceiling height was changed. This was also the case for one other room at the facility (room #7029). We advised them that it would be easier to adjust the ceiling height than the install and did not hear back. If any changes were made to the system after building construction was finished, it was not performed by a handicare employee or dealer. The install team examined both rooms after the incident. Room #7029 was observed during the post-incident inspection to have a stripped set screw on one of the xy gantries. The findings of the missing bracket spacer pieces in incident room #5029 and stripped set screw in room #7029 leads us to believe the two rooms were adjusted by a third party and not reinstalled to manufacturer specifications. Preventive maintenance was not performed and is overdue; this is something that would be checked during pm. The issues in both rooms have now been corrected. The xy gantry set was replaced in incident room #5029 with loctite applied to the set screws and both 6" bracket spacers installed. No other complaints or incidents resulting from this issue were identified in our complaint records. We reviewed our risk management report and this risk was addressed. We confirmed that our installation manual provides clear instructions about the bracket spacers and this step is called out on every commissioning sheet. We concluded that the incident was the result of user error during the improper adjustment of the installation.

Event description:
Traverse rail fell off traverse trolley and hit a nurse in the head. She was taken to the ER, received stitches, and is now back to work.